Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-may-2026, a facility representative reported via (B)(4) that an ar-9625 hex driver broke during a case. A spare item was used to complete the case without delay and no negative patient impact.